Event description:
It was reported that there has been a slight change in capture threshold. The impedance has dropped steadily from 800 ohm range to 280 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.